Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two samples were provided to our quality team for investigation. Through visual inspection, it was observed that one sample has dust adhered to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4101669. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309580 batch # 4101669. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached 309580 lot:4101669. When the staff member opened the syringe, they noticed fm on the needle. Found before use samples available.